Manufacturer narrative:
Device eval by MFR: the device was returned for analysis. A comprehensive visual inspection did not reveal any failures or evidence that may have been compromised during the decontamination process. Upon visual examination of the returned guidewire, it was noted that the distal tip was bent. Additionally, microscopic inspection revealed that the guidewire appeared unraveled, and the coating was peeled.

Event description:
Reportable based on the device analysis completed on 16apr2025. It was reported that coil wire was unraveled. An amplatz super stiff guidewire was selected for use to exchange a nephrostomy drainage catheter. The nephrostomy drainage catheter was successfully removed; however, the new nephrostomy drainage catheter was unable to track over the amplatz super stiff guidewire. The nephrostomy drainage catheter was then able to be exchanged without the stiffener in the correct place. Upon examining the amplatz super stiff guidewire, it appeared that the thread had come away halfway down the wire which had made the procedure more challenging. The procedure was completed and there were no patient complications as a result of this event. However, device analysis revealed that the coating was peeled.